Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: h6 (ivestigation conclusions).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and stated that the unit was detected outside the cart, causing batteries to discharge. The unit positioned inside the cart and functional check carried out. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations the completed e1(event name) - ciutat sanitaria I univ. De bellvitge

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) power cord not working.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) power cord not working. There was no patient involvement.